Event description:
It was reported that the patient presented to the clinic for a routine device evaluation. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch and pacing inhibition. The noise is reproducible with isometric exercises. Programming changes were made. The patient was in stable condition and would be further monitored.